Manufacturer narrative:
Results of investigation: the device, used in treatment, was returned for evaluation. A visual inspection of the returned reamer guide confirms one of the spring pins is missing from the device. The spring pin was not returned with the device. This device was manufactured in 2013. The device exhibits signs of significant use and wear. A medical investigation was conducted and this complaint from the united states reports that the pin that holds the clamp together came off during surgery, while inside the patient. There was a smith and nephew back-up instrument to complete case. There was no report of harm or impact to the patient and no report of a delay in the procedure. It has been communicated that no further medical documentation was available. Smith and nephew has not received adequate materials (operative reports) to fully evaluate the complaint, but if additional clinically relevant materials are later received, then the case may be re-opened for further evaluation. A complaint history review found related failures; this failure mode will be monitored for future complaints for any necessary corrective actions. A review of the manufacturing records did not reveal a manufacturing abnormality that could have caused or contributed to the reported incident. A review of risk management files found that the reported failure was documented appropriately. This device is a reusable instrument that can be exposed to numerous surgeries; damage from repeated use can occur. Expected wear/tear is likely the probable cause of the reported event. We recommend that all reusable instruments be routinely inspected for wear and damage and replaced as necessary. At this time, we have no reason to suspect that the product failed to meet any product specifications at the time of manufacture.

Event description:
It was reported that, during surgery, the pin of the genesis ii modular patellar reamer guide that holds the clamp together came off during surgery, while inside the patient. An s&n backup was available. Surgery was not delayed. The patient was not harmed beyond the described event.